Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, and cracked lcd window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 97 mg/dl. The customer stated they may have exposed their insulin pump to moisture from sweat. Customer also stated a battery out limit alarm occurred after replacing their battery. Troubleshooting could not occur as the customer stated their keypad was unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.